Event description:
It was reported that an esophageal stent was placed (B)(6) for a distal esophageal cancer. After a few weeks the patient developed further dysphagia. A CT associated with chemotherapy suggested compression of the stent, and endoscopy was performed to replace the stent. At endoscopy the stent showed fractured wires and a compromised silicone sheath. It was removed and replaced with a new stent. There was no serious injury to the patient.